Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed error sand experienced an immediate loss of system functionality requiring a system reboot to attempt to regain functionality. There is no report of a pt injury or death associated with this event.